Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall had occurred (recovery unknown) and confirmed in attention dialogue box. No information was available about the patient's status. Additional information has been requested, but was not available as of the date of this report.